Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Reprogramming of stimulator fields, pulse rate and frequency different numbers set in stimulator on different levels. The stimulation issues has not resolved the patient cannot use stimulator at all for pain relief, which they relied upon 80-90 of time prior to moving to a new area. Patient told the manufacturing representative (rep) that leads could have moved. The health care professional (hcp) took x-rays, and it was not the case. The rep told the patient they could have become tolerant to device. Patient is thinking of having device removed. No further patient symptoms or complications were reported in this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). Information was reported that a patient had recently moved from (B)(6). So now her manufacturing representatives (rep) have changed. The patient reported her previous reps have always had her stimulation on the left side but couldn't get her stimulation higher. Her stimulation is for the back and the left side. Now the reps got her stimulation higher but have the stimulation on the right side where she doesn't need it and the stimulation is in her stomach. The patient said the new reps have opened up fields, frequencies, and pulse widths. Since they have done that they have not been able to achieve anything to help her. Usually the numbers are at 6.2 or 9.0 volts. She said the last month and a half when she is in bed she has to lower the numbers. During that time only been able to achieve 4.2 or highest 5.0 volts. When she goes over 4.5 volts she get stimulation in stomach. That occurred an hour after reprogramming on (B)(6). The patient said she can only use 4.5 volts and that does absolutely nothing for her. Patient said she needs to get the stimulation up to 6 or higher because the pain has progressed. Patient said she has tried all the programs and they are not helping. She said she sticks to one program and that is b and 3 <(>&<)> 4. She has gone to a and c and they are no help to her the rep shut off the stimulation in the legs. She said she only has pain in the left leg when she has sciatic break out, so she asked the rep to take that away on the program. The patient said the last time she saw the rep she said she was at the point of no return. She didn't understand this because in the past she was told there were a lot of options. The patient has an upcoming appointment and the patient was told to discuss the problems with the rep so they can try and adjust the stimulation out of her stomach and right side. No further information was reported. No additional patient symptoms were reported.